Event description:
It was reported to ge that the x-ray table would intermittently move without command while the operator was panning with the c-arm gantry. Apparently, the table control electronics had a failure that allowed the table to move when motion was enable. The system was repaired and returned to service.